Event description:
Pacemaker pt with dual leads was evaluated in office on 01-02-98 due to impending lead failure of her ventricular lead. Bipolar resistance steadily dropping indicating impending failure. Pt was referred to another dr. Lead was extracted on 01-21-98 at another facility . The suspect lead was sent to intermedics corp for eval. The lead was found to be defective, insulation failure. Bipolar resistance in or during extraction less than 200 ohms.